Manufacturer narrative:
Additional data: b5: the reporter indicated, the lens was explanted on (B)(6) 2021. The lens was replaced with a longer lens. And the problem was resolved. The eye is quiet and lens is in position. Patient is happy. The cause of the event was unknown. H3: device evaluation is not required. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+5.5/100 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was reported as having low vaulting, with lens rotation. The patient complained of blurred vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.